Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was for extraction but the physician was asking for survivability curves on the existing atrial and right ventricular (rv) lead. Additional information indicated that this lv lead caused the patient to experienced diaphragmatic stimulation. This lv lead was explanted. No additional adverse patient effects were reported.